Event description:
It was reported that after a diagnostic procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during suture retrieval, a needle-to-cuff miss occurred. When the needle plunger was removed no suture was present on the needles. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. However, the customer returned twenty-three unopened sterile proglide devices, from the same lot (20306j1) for evaluation. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. However, the customer returned twenty-three sterile, unopened proglide devices of the same part and lot number as the complaint device of which thirteen were randomly chosen for functional testing. The devices were deployed resulting in acceptable needle alignment as indicated by the anterior and posterior needles being captured by their respective cuffs and the suture being retrieved successfully. The devices performed according to specifications. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. Based on the visual inspection and functional testing of the returned sterile devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.